Manufacturer narrative:
The event occurred on an unspecified date of may 2019. (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a paclitaxel set was faulty. It was further reported that when the nurse opened the chemotherapy bag, the "tubing broke at the spike closest to the bag". This issue was identified prior to patient use. There was no patient involvement. No additional information is available.